Event description:
On (B)(6) 2021 it was reported by a sales representative via phone that an ar-4501 meniscal cinch ii, implant broke off as the 1st implant was being inserted. All of the ar-4501 was removed. The surgeon opened 2nd ar-4501 the 1st implant fired and seated as the surgeon pulled back to the second location the 2nd implant broke off the inserter. All of the ar-4501 was removed. This was discovered during use in a meniscal repair procedure on (B)(6) 2021. The case was completed using a fiberstitch.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.